Manufacturer narrative:
His scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "losing focus" was not confirmed. According to henke: scope evaluated as a level 3. Distal tip and fiber damaged the complaint for ¿out of focus¿ has not been confirmed. Scope shows signs of customer use and handling. Manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.